Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
During the index procedure one ellipsys catheter was used to create an arteriovenous fistula (avf) in the left arm. Access was achieved, the device was deployed and the fistula was successfully created. Balloon was done following avf creation with a non mdt balloon. Approximately 1 month post procedure the patient suffered from stenosis at the av fistula anastomosis and cephalic vein. The patient had come in for a planned fistulogram to promote maturation of the ellipsys av fistula. However, it was noted that the anastomosis of the av fistula appeared severely stenosed with a small perforating vein and severe stenosis in the cephalic vein. The event was treated with a pta balloon angioplasty with good results. The patient recovered.

Manufacturer narrative:
Additional information: the adverse event was updated to thrombus and a wide neck which was identified via radial artery intravascular ultrasound. No treatment was done and patient was asymptomatic. Subject did not return for ultrasound or any imaging after that visit so current status of thrombus and whether it is ongoing or resolved is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stenosis at av fistula anastamosis and cepahlic vein reported to be part of normal maturation process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.